Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the device was performed and found no anomalies. The device was able to be interrogated and a memory download was performed successfully. No device issues were noted that would have made infection more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that the patient implanted with this pacemaker had an infection after being discharged from the hospital in may. The patient was now hospitalized again in december and the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned.

Event description:
It was reported that the patient implanted with this pacemaker had an infection after being discharged from the hospital in may. The patient was now hospitalized again in (B)(6) and the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.